Event description:
It was reported that post implantation of a (tfn) trochanteric fixation nail system, the patient was experiencing pain. The patient was returned to the or (operating room) for revision surgery for implantation of a smaller tfn trochanteric fixation nail system. Patient outcome was that they were still experiencing pain the second implant was removed. The revision surgery was related to the lag screw. There was reportedly no delay in the procedure. The patient status/outcome was reported as stilling having pain but there are no implants involved anymore. This report is for an unknown helical blade. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: unknown. Additional product code: hwc. This report is for an unknown helical blade /unknown lot. Implant/explant date: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.